Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was alarming and the display was flashing. Customer stated that these issues began after the device was dropped. Blood glucose level at the time of the incident was 90 mg/dl. During troubleshooting, the self test failed. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with a constant flashing white light on the display and was constantly beeping due to vertical cracked lcd controller on the printed circuit board. The insulin pump had minor scratched lcd window, scratched case and pillowing keypad overlay.